Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak from a gap found in the fibers. The machine alarmed. Test strips were used and tested "positive" for blood leak. Estimated blood loss was from 200 - 250 cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigatio has not yet been completed. A follow up report will be filed upon completion of the investigation.